Event description:
It was reported the patient's (pt) ins had been in overdischarge for about 3 yrs. Over past 2 weeks the pt had done 3 physician recharge mode sessions (prm) but today in clinic, there wasn't any communication with the ins. Caller started another prm. The representative reported seeing 2902518, on the recharger at the end of a physician recharge mode session. Rep stated patient has had 4 sessions of physician recharge mode(prm).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported it was the 5th try and pulling out of por would be performed by patient. If it is not successful they will replace battery. Unknown if issue is resolved.